Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported issue was a diode, designator cr15.  Cr15 was electrically shorted which caused the 24 volt supply to also short, which prevented the device from completing the boot-up cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced both the system and power pcb assemblies as well as completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient. The customer further advised that the display had flickered twice prior to powering off. Subsequent attempts to restore power were unsuccessful. No further details about the patient or the event have been provided.